Manufacturer narrative:
The device was evaluated by a remote service engineer (rse), and the customer was advised that the recommended repair would be replacement of the v60 speaker. The customer also reported diagnostic code 5021 motor controller failed. Multiple attempts to retrieve device repair or diagnostic information has yielded no response from the customer. Due to the lack of additional information, it is unknown if any parts or repair has been conducted. If additional information becomes available at a later date, a supplemental report will be submitted.

Event description:
It was reported to philips that the device had a primary alarm failure and a motor controller failure. The device was not in clinical use at the time of the event. There was no report of patient or user harm.